Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the refill issue was not determined. The patient was advised to go to the ER, where they were given prednisone and sent home. It was reported that the refill issue/cloudy aspirate had been resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 10mg/ml dilaudid at 3.5mg/day via an implantable infusion pump for non-malignant pain. It was reported that the hcp had refilled the patient. When the patient left the clinic they started feeling weak and drowsy. The patient went back to the doctor office and initially could only aspirate 17cc of drug. The hcp continues to try to aspirate but each time he got 1cc less until he got to 12cc. The hcp stated that at 12cc they saw cloudiness in the drug. At 12cc the patient could aspirate and fill normally. The hcp was confident they were in the reservoir. The hcp programmed the pump's reservoir volume to 12cc and would bring the patient back earlier to check for discrepancies. No further complications were anticipated/reported.